Event description:
A falsely elevated result for sodium (na) above the reference range was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was run an alternate vista(r) analyzer to confirm the result and a lower result (na now within reference ranges) was obtained. A corrected result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result is sample integrity. The IFU for dimension vista(r) v-lyte(r) imt sensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The instrument is performing within specifications. No further evaluation of the device is required.